Event description:
It was reported that during prep for a percutaneous intervention (pci) procedure, the stent moved on the balloon. The 90% stenosed target lesion was located in the calcified, moderately tortuous right coronary artery (rca). During prep of a 3.5 x 16mm promus element stent for use the physician noticed the stent had moved from its original position on the balloon. The procedure was completed with a different device. There were no patient complications reported and the patient status is good.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).